Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthese for evaluation. Visual examination of the device found the shaft from the locking mechanism broken at the proximal union with the lever pin/adapter, confirming the reported allegation. Fragment was not returned for evaluation. The overall surface of the device presents signs of wear. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the etched date code is not a finished goods lot number.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery/assembly of the rasp, the instrument´s joint fractured into two or more parts. No fragment entered the surgical area. No surgical delay.